Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID (B)(6)) was implanted on (B)(6) 2026. The sensor showed inaccurate intracranial pressure (icp) readings. Therefore, the sensor was retrieved on the same date, (B)(6) 2026, and monitoring was stopped. The monitor and cable used were icp express, 220 volt monitor (ID (B)(6)) and icp express cable (ID (B)(6)).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631) was returned for evaluation: device history record (DHR) - the product code 826631 with lot 5679363 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - a minor kink is present 5.7 cm from the distal tip. The icp express = 504, microsensor detected and zeroed without issue. The device passed electronic, noise and signal drift tests. The complaint was not confirmed. Root cause analysis - based on the failure analysis, the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause of the defect reported by the customer could be due to incorrect set-up of device.